Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the reported gi bleed and the device could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. No product was available for evaluation. Thoratec's approved labeling also outlines appropriate anticoagulation therapies. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital pm (B)(6) 2014 with a gi bleed. Arteriovenous malformations (avms) and diverticulitis were found. The patient was off anticoagulation and aspirin. The avms were cauterized, and then prior to discharging the patient on (B)(6) 2014, the patient was started on anticoagulation and aspirin for inr goal of 1.5.